Event description:
The customer reported 12-lead ECG precordial lead loss with this leads ECG trunk cable.

Manufacturer narrative:
(B)(4): the customer reported 12-lead ECG precordial lead loss with this leads ECG trunk cable. There was no report of patient impact. Philips sent the customer a replacement leads ECG trunk cable to resolve the issue.